Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient information cannot be provided, due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump error 37 occurred during rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed rewind test; due to pump error 37. Pump was successfully downloaded with thus. Pump error 37 confirmed, during testing on 31-jan-2023, due coasting timeout during rewind. Pump was cut open for visual inspection and found moisture damage on the force sensor and dried insulin in the motor slide. The following were noted, during visual inspection: pillowing keypad overlay, label damage (stained). Cosmetic damage was confirmed, at lcd window during analysis. Pump error 37 was confirmed, during testing on 31-jan-2023 at 07:28:44.00, due to coasting timeout during rewind. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the insulin pump had screen defect. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.